Manufacturer narrative:
Additional information was received that the patient was also experiencing tenderness at the ipg site. The physician believed that some of the patient¿s pain was normal, and the other portion was just from patient being so thin, therefore the ipg did not have as much tissue to pad it. The patient underwent a revision procedure wherein the leads were replaced and the ipg was relocated. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain in the midline incision site after the implant procedure. The patient will undergo a lead revision.

Event description:
A report was received that the patient was experiencing pain in the midline incision site after the implant procedure. The patient will undergo a lead revision.